Event description:
It was reported that a patient experienced a st segment elevation. During a pulsed field ablation (pfa) procedure with a farawave catheter, the physician completed ablation of the right inferior pulmonary vein (ripv) and a st elevation was confirmed. A coronary angiogram (cag) was performed but the cause was not identified. The patient's st returned to normal on it's own after an hour. The patient was noted to have a transcatheter aortic valve implanted. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.